Manufacturer narrative:
The meter associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned meter met accuracy criteria. When reviewing the entire in-house testing history for lot 373678a, it was found that the lot meets release criteria. The product performed as expected. A review of the manufacturing records for lot 373678a did not uncover any non-conformances. The returned meter passed functional and thermistor testing requirements during in-house investigation. The impedance curve associated with the customer's inratio inr result of 6.1 was statistically analyzed and concluded to be normal in shape. It was reported that the patient using the inratio system was under the age of 18. This is considered to be off-label use and cannot be ruled out as a cause for the error experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
(B)(6), the mother of the patient self tester, called to report a variance between the inratio inr result and the lab inr result. The results were as follows: (B)(6) 2015 lab inr=3.0, (B)(6) 2015 inratio inr=6.1. The patient self tester's therapeutic range is: 2.5-3.5; it was noted that he is under 18.